Event description:
Prior to the start of a surgical procedure, a screw fell out of the cuplola cap of a castle light. There was no consequence to the patient and the procedure was able to proceed without interruption. (B)(4).

Manufacturer narrative:
Responding to a service call a maquet inc., field service representative was told that a screw had fallen out of the cupola cap of the surgical light. Upon inspection of the light, the service representative found no mechanical defects or anomalies with the light. The technician did note that there were other loose screws on the light assembly and suspects improper maintenance of the light. The service technician replaced the screw and tightened down the remaining loose screws. Thus, resolving the problem for the customer. Maquet inc. Has recently entered into a service agreement with this hospital and will now be maintaining these lights per the manufacturer's specification.